Manufacturer narrative:
H10: it was determined that the cause of the issue was due to the motor controller (mc) to data acquisition (da) cable being disconnected. The customer reconnected the mc to da cable to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that the error, "machine and proximal pressure sensors failed" (diagnostic code 1007), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error, "machine and proximal pressure sensors failed" (diagnostic code 1007), had occurred. The remote service engineer (rse) and customer performed a troubleshoot. The customer then requested part number for a replacement motor controller (mc) to data acquisition (da) cable and da printed circuit board assembly (pcba). Resolution and disposition are pending.